Event description:
It was reported that the patient underwent surgical intervention to explant an inflatable penile prosthesis (ipp) pump. The physician determined that the tubing had ruptured. A new ipp pump was implanted. There were no patient complications reported.

Manufacturer narrative:
Updated c2/d10 concomitant therapy. Upon previous receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned device underwent a thorough analysis. Visual examination found there was bodily fluid within the pump and the kink resistant tubing (krt) had been trimmed down. The pump passed the leak testing performed. Functional testing was not performed due to the contamination found in the pump. Based on the information available and analysis results, the clinical observations of hole in the tubing could not be confirmed, and a conclusion of cause not established was chosen.

Event description:
It was reported that the patient underwent surgical intervention to explant an inflatable penile prosthesis (ipp) pump. The physician determined that the tubing had ruptured. A new ipp pump was implanted. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.